Event description:
It was reported that the patient¿s blood glucose reached 330 mg/dl while the pod had been worn for approximately 1 to 4 hours. Upon inspection, it was identified that although the cannula deployed, the pink slide insert did not advance as intended. When the pod was removed, the cannula remained visible. This indicates a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  We are unable to confirm the reported needle mechanism failure or to determine its root cause.